Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler 3t system. The incident occurred in india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler 3t system displayed e7 code associated to stirring mechanism blocked or too slow. The issue occurred during priming. The inspection of the device confirmed that the circulation motor was not running and it was stuck. There was any patient involvement.

Manufacturer narrative:
H11: a livanova field service engineer was dispatched on site, confirmed the issue and replaced the stirrer motor to resolve the issue. Functional tests were passed positively and unit has returned to service. A device service history review was also performed and identified that the unit was manufactured in 2024 and no similar events have been reported since. Based on investigation findings, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.